Event description:
A malfunction was reported on the pump by the customer through a distributor in ireland. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support took action to replace the pump, and the customer switched to multiple daily injections as a backup therapy. The customer was instructed on how to put the pump into storage mode and return it using a pre-paid label, which was acknowledged and understood.